Manufacturer narrative:
The returned device was evaluated. Visual inspection of the device revealed a broken pipelight and the ac power inlet module was askew. While attempting to power the device using ac or battery power the device does not power on. The device was disassembled and determined that the ac inlet module was assembled not flush with the edge of the board. Further inspection revealed the pins that connect ac module to the system board are broken. It was determined that the damaged ac power inlet module causes the device to not get ac power. Without ac power the battery cannot be charged. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there was a battery issue. There was no known impact or consequence to patient. Additional information received from the customer indicated that the device shuts down right after it is detached from the power supply and there was no message/alarm prior to the unit shutting down.